Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during surgery the plunger came fully out from the injector when the doctor was setting the intra ocular lens for the patient, the injector and iol touch the patient, but there was no patient harm. The new iol was taken from the consignment and used without issues. Additional information has been requested.

Manufacturer narrative:
Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The initial report description indicates that the plunger came fully out from the injector when the doctor was setting the iol for patient, only tip of the iols came out. Injector and iol was in touch with patient. This describes the lens was stuck in the device and a potential plunger override. The sample was not returned for an evaluation. It is unknown if a qualified viscoelastic was used. The instruction for use IFU instructs: during device preparation and implantation of the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).